Event description:
The customer reported to beckman coulter (bec) that hemoglobin (hgb) results for one patient sample, obtained on the coulter act 5 diff cp, were not matching upon rerun on the same instrument. The erroneous results were not reported out of the laboratory, and there was no death, injury or effect to patient treatment as a result of this event. Per the laboratory protocol, the customer reruns all hgb results that fail the patient's established delta check and or any hgb recovered value of 10.0 or below. Data provided by the customer indicated that the initial sample results correlated with the results from rerun 2, which the customer considered correct. The results from rerun 1 were considered incorrect and recovered lower for the following parameters: red blood count (rbc), hgb, and hematocrit (hct) compared to rerun 2. Controls run before this event recovered within specifications.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse confirmed the reported problem with the hgb parameter and replaced the hgb photometer assembly. The fse also aligned probe position and verified the analyzer. The failure mode of this event was attributed to the hgb photometer assembly.